Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that failure to interrogate issue was observed on the device. The device radio frequency (rf) telemetry was not working, and the device failed to connect to the transmitter. The patient was suggested to visit the clinic for the device interrogation. No patient consequences were reported.